Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that while the pt was in the hosp to receive a blood transfusion (unrelated to the event), a review of the pt's historical data showed that the system controller had recorded two pump stoppages. The pt reportedly recalled having experienced unspecified audible and visual alarms while going to bed and a pump stop alarm for about 10 seconds when getting up in the morning. The hosp requested a modified power module pt cable from the MFR for the pt's use. Info regarding thorough review of a potential compromise in the percutaneous lead, complications as well as limitations of a modified pt cable was provided to the hospital's vad team.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.